Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27dec2017. The heartmate 3 lvas instructions for use (IFU) document and patient handbook document are currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The outcome was not device or therapy related. The device was not explanted. Due to patient privacy laws no further information was provided.